Manufacturer narrative:
The device ebox was replaced and the device was repaired and returned to the customer.

Event description:
It was reported that the handpiece got hot while it was being tested during a repair at the MFR. There was not pt involvement or adverse consequences related to this event.